Manufacturer narrative:
The insulin pump was received with no critical pump error alarms during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The pump was received with severely faded serial number label. The graph button worked properly. The insulin pump was received with moisture damage on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump. The blood glucose level was unknown. Customer stated that critical pump error image was display on the screen. The product will return for the analysis.